Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A third party service technician evaluated the ventilator. Unit is not ventilating properly. As a resolution, technician performed 3k pm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 unit is not ventilating properly. As of this time, there is no information about patient involvement associated with this reported event.